Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2019, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted december 31, 2019.

Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to a loss of function. Analysis revealed a damaged receiver coil connection at the feed through area which resulted in the reported loss of communication and device function. This report is submitted on march 9, 2020.

Manufacturer narrative:
This report is submitted on october 9, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains insitu.